Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4) on 22-feb-2019. The most recent information was received on 26-apr-2019. This spontaneous case was reported by a consumer and describes the occurrence of genital haemorrhage ("significant bleeding"), epicondylitis ("right acute epicondylitis") and blindness ("vision loss") in a 47-year-old female patient who had essure (batch no: c26960) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included hiatus hernia and hemorrhagic colitis. In 2014, the patient experienced fatigue ("fatigue"), asthenia ("asthenia"), somnolence ("somnolence") and menorrhagia ("menorrhagia"). On (B)(6) 2014, the patient had essure inserted. In 2015, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), blindness (seriousness criterion medically significant), amnesia ("memory loss"), anaemia ("anemia") and myositis ("muscle inflammation"). In 2016, the patient experienced musculoskeletal pain ("joint and muscle pain") and disturbance in attention ("concentration disorders"). On an unknown date, the patient experienced epicondylitis (seriousness criterion medically significant), sleep disorder ("sleep disturbances") and dizziness ("dizziness"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2019. At the time of the report, the genital haemorrhage, epicondylitis, blindness, sleep disorder, fatigue, dizziness, amnesia, anaemia and myositis outcome was unknown, the musculoskeletal pain, asthenia, somnolence and disturbance in attention had not resolved and the menorrhagia had resolved. The reporter provided no causality assessment for amnesia, anaemia, asthenia, blindness, disturbance in attention, dizziness, epicondylitis, fatigue, genital haemorrhage, menorrhagia, musculoskeletal pain, myositis, sleep disorder and somnolence with essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-apr-2019: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 22-feb-2019. The most recent information was received on 18-apr-2019. This spontaneous case was reported by a consumer and describes the occurrence of genital haemorrhage ("significant bleeding") and epicondylitis ("right acute epicondylitis") in a (B)(6) female patient who had essure (batch no. C26960) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included hiatus hernia and hemorrhagic colitis. In 2014, the patient experienced fatigue ("fatigue"), asthenia ("asthenia"), somnolence ("somnolence") and menorrhagia ("menorrhagia"). In (B)(6) 2014, the patient had essure inserted. In 2015, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), blindness ("vision loss"), amnesia ("memory loss"), anaemia ("anemia") and myositis ("muscle inflammation"). In 2016, the patient experienced musculoskeletal pain ("joint and muscle pain") and disturbance in attention ("concentration disorders"). On an unknown date, the patient experienced epicondylitis (seriousness criterion medically significant), sleep disorder ("sleep disturbances") and dizziness ("dizziness"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2019. At the time of the report, the genital haemorrhage, epicondylitis, blindness, sleep disorder, fatigue, dizziness, amnesia, anaemia and myositis outcome was unknown, the musculoskeletal pain, asthenia, somnolence and disturbance in attention had not resolved and the menorrhagia had resolved. The reporter provided no causality assessment for amnesia, anaemia, asthenia, blindness, disturbance in attention, dizziness, epicondylitis, fatigue, genital haemorrhage, menorrhagia, musculoskeletal pain, myositis, sleep disorder and somnolence with essure. Most recent follow-up information incorporated above includes: on 18-apr-2019: this case was identified as duplicate of (B)(4). All information was transferred to this remaining case. Reporters, medical history, lot number added. Stop date for essure added (case upgraded to incident). Events added (significant bleeding, asthenia, somnolence, menorrhagia, concentration disorders, memory loss, anemia, right acute epicondylitis, muscle inflammation). Legacy device report num: 2951250-2019-00803. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.